Event description:
It was reported that customer experienced cgm error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not see error again, and successfully started sensor session, with no additional issues reported.